Event description:
A 22 mm diameter x 3.75cm length aneurx aortic cuff stent graft was inserted into a patient for treatment of an abdominal aortic aneurysm. It was reported that the quick disconnect button became disconnected prior to the complete deployment of the stent graft. The way that the physician was positioning the delivery handle between the patient's leg and his hand may have contributed to the early release of the quick disconnect button. The physician was able to reconnect the quick disconnect botton and the stent graft was successfully removed from the patient. Another cuff of the same size was successfully implanted. No additional sequelae were reported and the patient is fine.